Manufacturer narrative:
"The following repair diagnostic codes were identified: (1) (push button is sticking/broken). (2) (replaced handle). This does not confirm the alleged failure mode of [insulation cracked]. Probable root cause: instrument design. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that shaft insulation cracked, compromised, broke, or breached (failed insulscan).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that shaft insulation cracked, compromised, broke, or breached (failed insulscan).